Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to the device not being in profile mode. A technical support specialist verified that the device was ordered according to the specified profile. The system functioned as intended after the technical support specialist troubleshooted the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be es vm production server w/sql lic.

Event description:
It was reported when using the pyxis medstation es system was not operating in profile mode. The customer reported that the machine was intended to function as a profile device. However, it has not been set up in profile mode on the support user-only page. As patients were being admitted today, nurses were experiencing challenges in dispensing medications due to the machine operating in non-profile mode. There were no adverse events or injuries reported based on this incident.